Event description:
It was reported that lead alerts were triggered at the same time the patient was undergoing a pulmonary vein isolation (pvi) procedure. Short interval counts (sic) started at the same time rf ablation was being applied. The right ventricular (rv) lead exhibited high impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. (B)(4).